Event description:
It was reported that this pacemaker showed loss of capture (loc) which suspended right ventricular automatic capture (rvac). Technical services (ts) was contacted, and ts discussed that the loss of capture events had possible small t-waves similar to other paced complexes which indicated possible capture. The pacemaker remains in service. No adverse patient effects were reported.